Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via a company representative reported that stimulation bothered patient's leg and it was not efficacious. The patient was reprogrammed and device removed. The cause of event was unknown and issue was resolved at time of the report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0qq09, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported the device was not functioning properly. Caller reported that patient stated their device had been turned on and off 10-20 times. Patient stated they were told by their doctor to turn off and not turn device back on in (B)(6) 2015. Patient services walked patient through syncing pp (patient programmer) and ins (stimulator). Ins was at 0 volt and turned off. Later reported by the healthcare provider that the device was not explanted. Once the permanent implant was placed the patient felt pain in buttock and down the legs. Several attempts was made in (B)(6) 2015 by np (nurse practitioner) and manufacturer representative to reprogram to ¿no avail.¿ the issue was not yet resolved. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient requested compatibility guidelines for MRI. The procedure was not due to a problem with the device or therapy. There were no symptoms reported. MRI was for the lower back to check for pinches nerves or herniated disc. Patient was having device removed as when it was on it hits both nerves going down her legs. Patient said that they had reprogrammed her device however that hadn't resolved the issue, so she had turned the device off. Per patient the device had been off since (B)(6) 2015. Since reprogramming has not resolved the issue, she was going to have the device removed. Event date was (B)(6) 2015.